Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the black distal sheath portion of the proglide device separated at the transition to the proximal guide and remained in the patient. The sheath was upsized to a 18f sheath and the tevar procedure was completed. Cut down surgery was performed to remove the distal black sheath portion of the progide that had broken off in the patients artery and to achieve hemostasis. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to aggressive manipulation or interaction with the patient calcification during insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.